Event description:
Article: bipolar tissue sealant device decreases hemoglobin loss in multilevel spine surgery. Steven e. Hill, bob broomer, john stover, william white, and william robinson (B)(6). Sixty patients undergoing multilevel posterior lumbar instrumentation and fusion randomly assigned to unipolar cautery alone (control group) or unipolar cautery plus use of bipolar tissue sealant device (treatment group). Hb loss from the surgical field was measured and compared between the two groups. Primary hypothesis was that the treatment group would los significantly less hb than the control group. Control group mean hb loss of 102.4g and treatment group 66.2g. Three adverse events: serious wound drainage without evidence of infection, dural tear, and wound hematoma. None of the adverse events were life-threatening or resulted in persistent or significant disability. All adverse events grouped into one complaint due to the lack of unique patient identifiers. Event discovered retrospectively therefore, now being reported.

Manufacturer narrative:
(B)(4). Method: device discarded by user and will not be returned for analysis. Event discovered retrospectively, therefore, now being reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.